Event description:
The facility's materials supervisor reported to baxter (B)(4) that the packaging of an uromatic ii ultra irrigation set had a hole in it. This occurred before use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A sample was available for evaluation. A visual inspection revealed that there was a hole in the pouch, confirming the reported condition. The root cause of this condition is not identified.